Manufacturer narrative:
Method - device not returned, f/u conversation with company representative.

Event description:
It was reported a physician performed kyphoplasty on a multiple myeloma pt. Cement screws had to be used in this pt and the spondylodesis with a kyphoplasty procedure on a wedge fracture on th8. Reportedly, there were possible "extravasations but not on the level with the kyphoplasty due to waiting too long for cement to become viscous." It now took 20 minutes before application of the bone cement. No add'l info was reported.